Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, visual inspection revealed that both leaflets were in the closed position. Both leaflets were intact with no evidence of damage such as cracks and/or surface anomalies and both leaflets opened without difficulty. Both inflow and outflow valve hinge mechanisms were intact. The inflow and outflow orifices were intact with no evidence of damage. Using an actuator to test leaflet movement, the leaflets moved without difficulty and were fully mobile. Based on the analysis, the reported clinical observation could not be confirmed as no evidence of a leaflet motion issue was noted. Based on the received information, the leaflet motion issue was likely due to patient anatomy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis is in progress.

Event description:
Medtronic received information that during the implant of this mechanical valve, after the valve was implanted, the valve leaflet did not open completely. The valve was explanted and replaced with another valve. No adverse patient effects were reported.